Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty and further reports patient allegations of personal injuries. A review of invoice history confirmed the primary surgery date was (B)(6)2007. Additional information recieved in the form of medical records indicate the procedure on (B)(6) 2007 was a revision due to infection. The manufacturer of the original parts removed during implantation of biomet product is not known. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information received was updated.

Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty and further reports patient allegations of personal injuries. A review of invoice history confirmed the primary surgery date was (B)(6) 2007. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no record anomaly or deviation. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted if necessary.